Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports loss of normal vision to the extent she could not perform normal functions of reading, driving, or her job. She also reports headaches and pain in her eyes. The surgeon reported the cataract extraction as "standard and totally uneventful." The lenses have been exchanged by another surgeon. There are two mdrs associated with this event: MDR #1119421-2007-00495; MDR #1119421-2007-00496.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was requested 11/05/2007 by fax and mail. Pt records were received 11/12/2007.